Event description:
Customer reported being hospitalized with dka. Unable to complete troubleshooting. Explained the rule of changing the infusion set after two consecutive high blood sugar readings. Sent a tubing clamp and advised to call back for further testing when it is received.